Event description:
The doctor had a difficult time tunneling during a stage 2 which resulted in stripping the silicone cover off the electrodes. The electrode looked okay, so it was covered with a boot. Impedance measurements for electrode #7 appeared to be greater than 4,000 ohms. The doctor opted to finish the implant since it was still going to be very functional for the pt. Additional information has been requested.

Manufacturer narrative:
(B)(4)